Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered inappropriate atp and shock therapy when the patient had af with rapid ventricular response. The device misdiagnosed the rhythm due to av interval delta indicating vt in the v=a rate branch. Programming changes were recommended. The patient will continue to be monitored with routine follow-up by the physician.